Event description:
It was reported that during a tonsillectomy procedure using the evac 70 xtra wand and coblator 2 controller, the wand stopped functioning. The surgeon opened up another evac 70 but that wand would not work at all. The procedure was ultimately completed using a competitors suction bovie. There was no significant delays or pt complications reported as a result of this event.